Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure during the balloon catheter set-up, the balloon catheter push button was pressed and a kink was noted inside the balloon. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.